Manufacturer narrative:
G2: country of origin is india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral augmentation/kyphoplasty spinal therapy for vertebral body compression fracture at d12 level. It was reported that the ibt was inserted after clearing a bony fragment and after t25r was introduced. During balloon inflation, the balloon could not inflate further at 120 psi (5 cc), and a c-arm image with contrast dye showed leakage that confirmed balloon rupture. The procedure was then completed using cement because an additional balloon was not available. The were no patient symptoms or complications reported as a result of the event.